Event description:
It was reported by service report that the brakes were not functioning on the foot section. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: adjuster.